Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a salpingectomy, at the end of the procedure, a piece of the black sheath broke off of the instrument. The black sheath was retrieved from the patient. There were no patient consequences reported. The device and black plastic piece was discarded.